Event description:
Reporter alleged that his fire and rescue squad picked up a patient who was unconscious. Reporter stated that their advantage system produce a result of 89 mg/dl and they did not treat the patient. Reporter stated that as a result, the patient's treatment was delayed until about an hour later when the patient was tested at the hospital with a result of 30. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Event description:
Reporter alleged that his fire and rescue squad picked up a patient who was unconscious. Reporter stated that their advantage system produced a result of 89 mg/dl and they did not treat the patient. Reporter stated that as a result, the patient's treatment was delayed until about an hour later, when the patient was tested at the hospital with a result of 30. No other actions were reported taken or treatment received. Request was made for the return of the suspect device.